Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the image was blurry and unclear during inspection for use involving an olympus gastrointestinal videoscope. The issue was identified during inspection for use. There were no reports of patient involvement.